Event description:
It was reported that the cannula dislodged from the skin at the infusion site on the abdomen after approximately 36-48 hours of pod wear, causing insulin to leak. This led to the patient¿s blood glucose levels increasing to approximately 250 mg/dl. Upon removal of the pod, the cannula was observed to be bent. The patient applied a new pod and successfully resumed therapy.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm or determine the root cause of the reported dislodged and bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. Inspection of the fluid path found fluid was able to freely flow the complete fluid path and no evidence of the reported leak was observed. No damages or defects were observed that would contribute to the reported leaking during wear.